Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch and the microswitch were replaced to resolve the issue.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.